Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with an infection. Prior to sensor insertion the area was prepped with alcohol. The patient developed redness, inflammation, swelling, and an infection at the needle puncture site. On (B)(6) 2024, the patient consulted a health care provider who prescribed an oral antibiotic medication (keflex unspecified dosage). At the time of the report the wound had already healed after the course of oral antibiotic treatment. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).